Event description:
It was reported that sometimes post a port placement procedure, during insertion of the repair sheath, the metal mandrel to be inserted into the catheter lumen was allegedly broken and dislodged. It was mobile in the repair sheath. After the incident, the repair sheath was cut. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one s/l broviac repair kit catheter in two segments and one splice sleeve were returned for evaluation. Gross visual, microscopic, tactile, functional and dimensional evaluations were performed. A metal stem was exposed at the distal end of the distal catheter segment. A detached splice sleeve was received. Adhesive was noted proximal to the exposed metal stem and was lightly noted within the splice sleeve returned. At the distal end, adhesive was noted proximal to the exposed metal stem. Adhesive was lightly noted within the splice sleeve returned. Tactile evaluation was performed on the distal catheter segment. The metal stem did not move from place when gently pulled/pushed. Manufacturing site evaluation states, a closer view showed the diagonal rupture of the catheter, the ends of the complete rupture were observed to be uneven, residues of use were observed throughout the sample, the stent fillet was observed to be uneven. Therefore, the investigation is confirmed for the reported device dislodged and loss or failure to bond issues. However, the investigation is inconclusive for the reported fracture issue as no specific fracture issue was identified during sample evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, during insertion of the repair sheath, the metal mandrel to be inserted into the catheter lumen was allegedly broken and dislodged. It was mobile in the repair sheath. After the incident, the repair sheath was cut. There was no reported patient injury.